Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level was 400 mg/dl. The customer treated with a manual injection. The customer stated the alarm was cleared by a complete set change. The customer's infusion sets were replaced and will be returned.